Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call for high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl and 600 mg/dl. Customer's spouse declined to troubleshoot for high blood glucose levels. The customer's spouse stated that they were trying to deliver insulin and they would change infusion set to fix the problem. The insulin pump will not be returned for analysis.